Manufacturer narrative:
H3: a hardware analysis of bi71000576r (B)(6) was initiated to determine the probable cause of the issue. There was no fault found and was unable to confirm reported complaint. Fdm b01, fdr c19 and fdc d15 a hardware analysis of bi71000230r serial/lot# s1708lxy was initiated to determine the probable cause of the issue. There was no fault found and the system powered on as expected and remained on and functional while under test. No problem found. Fdm b01, fdr c19 and fdc d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per sop-cpa-05, it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Wo00840746 starter (bi-710-00576r) and booster (bi-710-00230r) boards replaced to resolve. Estimated absorbed or effective dose information is not available. Number of people exposed: 1 - patient total number of people in or unknown h3: devices bi71000230 pcba generatr bstr and bi71000576 starter upgd kit were received and currently under analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: , bi71000576r (B)(6) product ID: bi71000230r (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the system. Upon arrival, the representative noted that the generator was constantly beeping. Ps1 verified to be set at 5.15 and was constant. Both booster and starter boards replaced and a system check out was completed. System is fully functional and operated as intended. System performed as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout. 2d and 3d aren't working as expected. Tested ps1 and read 5.15, errors indicate potential started board and or umbilical. Monitor was also flickering. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there were issues while using the imaging system. For the first scan, the radiology technician attempted to do a 3d spin, but the system stated 3d spin disabled. They rebooted the system and then were able to take a spin. For post-op, they had a similar issue. They needed to reboot multiple times. At one point the system started to take a scan, but then stopped. The representative confirmed with the radiology technician that they had not let off the handswitch. They attempted with both the handswitch and the footswitch for the pre-op scan. The last scan they attempted, the imaging system wouldn't even start scanning at all and they aborted the system use for the pre-op scan. It was also noted that at one point an error message appeared on the screen talking about the emergency stop and the gantry was making a louder noise than normal. There was no impact to the patient outcome.